Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the a skin. On (B)(6) 2025, it was reported that the patient experienced hypoglycaemia and diabetic seizures. The cgm was reading higher that the blood glucose, but there were no values documented. An ambulance was called and the patient was assisted at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.